Event description:
A surgeon reported that six months following a glaucoma filtration device implantation, the shunt was touching the iris. There was no patient harm reported and the shunt remains implanted in the eye. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: this problem was solved with no treatment, and there was no harm caused by this problem to the patient. The shunt remains implanted in the eye. No data regarding product identity was rec'd i.e. No lot or serial number were indicated for the event, therefore the device history record could not be reviewed. Product iris touch and disposition can be a result of the initial position of the device by the surgeon. The root cause could not be conclusively determined. Because there is no lot number or serial number that was indicated for this complaint, the root cause cannot be determined. Add'l info has been requested. (B)(4).